Manufacturer narrative:
During pentax internal review it was discovered on august 21, 2021 that the event was not reportable but filed under MDR (9610877-2021-10326) which was submitted on july 24, 2021. This complaint is not reportable to u.s. FDA because sha-p5 leak tester, manufactured by pentax, is distributed by pentax only in ous countries (outside of the u.s.). Pentax does not distribute a similar device manufactured by pentax. Pentax distributes zutron leakage testers in the u.s. Manufactured by zutron medical (OEM). This report is being filed as part of the pentax backlog management plan.

Event description:
During pentax internal review it was discovered on august 21, 2021 that the event was not reportable but filed under MDR (9610877-2021-10326) which was submitted on july 24, 2021. This complaint is not reportable to u.s. FDA because sha-p5 leak tester, manufactured by pentax, is distributed by pentax only in ous countries (outside of the u.s.). Pentax does not distribute a similar device manufactured by pentax. Pentax distributes zutron leakage testers in the u.s. Manufactured by zutron medical (OEM). This report is being filed as part of the pentax backlog management plan.

Manufacturer narrative:
Evaluation summary : it was caused due to a malfunction on the device. This device is not marketed in us, therefore 510k is exempt. This report is being filed as part of the pentax backlog management plan.

Event description:
Leak tester does not hold the pressure. No damage visible. This event occurred at the time of during inspection. There was no report of patient harm.